Manufacturer narrative:
Visual inspection revealed no visible abnormalities. The device passes the curve and plane test. There was no issue with deploying the array. The electrical test was performed and the device passed the test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during the ablation procedure the patient experienced cardiac tamponade. Initially, atrial fibrillation (af) and supraventricular tachycardia (svt) and atrial tachycardia (at) were recorded on the holter ECG, leading to the diagnosis of atrioventricular nodal reentry tachycardia (avnrt). Ablation was then performed, and following ablation, the left atrium was accessed transseptally. The left atrium was mapped with the intellamap orion catheter and pulmonary veins on the left and right were isolated. Next, ablation was performed on the lower front wall of the left atrium for early phase atrial premature complexes (apc). Since a different form of apc was observed, the region was mapped with the orion catheter, and ablation was performed on the inferior lower wall of the left atrium. Af was induced, with subsequent cardioversion, but the af did not cease. After inferior wall isolation and cardioversion, the sinus rhythm transitioned back to af immediately. Since the earliest transition to af was from the septum, the septum was ablated from the right atrium and the left atrium, without success in ceasing the af. The cavotricuspid isthmus (cti) was ablated, followed by repeat septal ablation. The patient's blood pressure had started to drop during the cti ablation and during the septal ablation echocardiography revealed pericardial fluid. Protamine was administered, pericardial drainage was performed, and the ablation procedure was discontinued. The patient was discharged from the hospital on (B)(6) 2019. The physician had not felt any resistance or anomaly when using the orion catheter and had noted no visual or functional issues with that device. The physician felt it was possible the effusion had occurred during ablation with the ablation catheter.

Event description:
It was reported that during the ablation procedure the patient experienced cardiac tamponade. Initially, atrial fibrillation (af) and supraventricular tachycardia (svt) and atrial tachycardia (at) were recorded on the holter ECG, leading to the diagnosis of atrioventricular nodal reentry tachycardia (avnrt). Ablation was then performed, and following ablation, the left atrium was accessed transeptally. The left atrium was mapped with the intellamap orion catheter and pulmonary veins on the left and right were isolated. Next, ablation was performed on the lower front wall of the left atrium for early phase atrial premature complexes (apc). Since a different form of apc was observed, the region was mapped with the orion catheter, and ablation was performed on the inferior lower wall of the left atrium. Af was induced, with subsequent cardioversion, but the af did not cease. After inferior wall isolation and cardioversion, the sinus rhythm transitioned back to af immediately. Since the earliest transition to af was from the septum, the septum was ablated from the right atrium and the left atrium, without success in ceasing the af. The cavotricuspid isthmus (cti) was ablated, followed by repeat septal ablation. The patient's blood pressure had started to drop during the cti ablation and during the septal ablation echocardiography revealed pericardial fluid. Protamine was administered, pericardial drainage was performed, and the ablation procedure was discontinued. The patient was discharged from the hospital on (B)(6) 2019. The physician had not felt any resistance or anomaly when using the orion catheter and had noted no visual or functional issues with that device. The physician felt it was possible the effusion had occurred during ablation with the ablation catheter.